Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4. Serial numbers of the two affected 3t heater coolers were not provided. Therefore, the udis are unknown. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4. Serial numbers of the two affected 3t heater coolers were not provided. Therefore, the manufacturing date is unknown. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
This customer has had problems with blackened water since using our new chlorine disinfection protocol. Our technical department has been following this case and has made a complaint. This day mrs lefebvre tells me that they have received two biological analyses showing that 2 heater coolers n° 1&3 are contaminated with chimera. I enclose the reports of the samples dated 25 april, 2023. There is no report of any patient injury.

Manufacturer narrative:
The laboratory report confirming the contamination of the systems was provided to the livanova. Though follow up with the customer, no further unit was found contaminated since the adoption of the new clorox protocol. A service history review of the found the unit was manufactured in 2015 and there no other similar previous event. Based on all the information collected during the investigation of the previous case at the same customer site, it cannot be excluded that the presence of unknown additives in the commercial bleach used by the customer and/or an amount of disinfectant greater than required, may have contributed to the event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.